Event description:
It was reported by service report that the foot of the stretcher would not lower. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Release paddle.